Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1p6tp, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1p6tp, (B)(6), (B)(4). Apply to both the 3058 (B)(4) and the 3889-28 va1p6tp. (B)(4) applies to 3889-28 va1p6tp and the remaining (B)(4) apply to 3058 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported by the rep that they were on a case on the morning of the call and that the health care physician (hcp) had implanted a 3889-28 with lot # va1p6tp and reported the lead would not advance into the 3058, serial # (B)(4). It was reported the blue tip did not look normal and the rep could not describe the blue tip, only that it ¿did not look normal.¿ it was reported the hcp changed out the lead and used the same 3058, serial # (B)(4). It was then reported that the impedance would not clear, and they could not test as the lead would not advance and thus the hcp decided to change out to a different 3058. The rep was going to follow up with the hcp and that they would send both products back for analysis. It was reported the patient was doing fine. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1p6tp, implanted: (B)(6) 2018, product type: lead. Analysis: analysis of the ipg 3058 interstim ll (serial # (B)(4)) determined that the returned device passed all testing in the laboratory (being subjected to a series of standard tests that included but were not limited to visual inspection, output and telemetry testing, and functional testing) and no anomalies were identified. Analysis of the 3889 interstim tined lead (lot # va1p6tp) identified (after the device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing) setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Evaluation method code apply to both ipg 3058 interstim ll (serial # (B)(4)) and 3889 interstim tined lead (lot # va1p6tp). Evaluation code result applies to ipg 3058 interstim ll (serial # (B)(4)), and evaluation code result applies to 3889 interstim tined lead (lot # va1p6tp). Evaluation conclusion code applies to ipg 3058 interstim ll (serial # (B)(4)) and evaluation conclusion code applies to 3889 interstim tined lead (lot # va1p6tp). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1p6tp serial# implanted: 2018 (B)(6) explanted: product type lead: analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. Device code c53269 for lead 3889-28 lot number va1p6tp no longer applies. Device code c62973 applies to lead 3889-28 lot number va1p6tp. Evaluation code method, 4118, evaluation code-result 3233 and evaluation code conclusion 11 apply to both the ins 3058 s/n:(B)(4) and lead 3889-28 lot number va1p6tp. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that 3058 (B)(4) was ultimately switched for (B)(4) because (B)(4) would never clear impedance despite moving up pulse width to 300 and pushing amplitude to 2.0. In response to the question of cause of the lead not advancing all the way into the 3058, the rep replied they were not certain but the blue area looked flattened and when the extension was being removed to put on a battery all 4 set screws had to be completely removed to get the lead out of the extension. It was noted the hcp had commented they never had this happen. In regards to the device being returned, the rep replied they had not shipped it yet as they were waiting on the return mailer kit and that the physician was aware that they were returning these parts as the hcp had asked them to do so. On 2018-(B)(6), the rep sent another email inform that there was a tracking number for the device and that it was being returned. On 2018-(B)(6), the devices were returned.